Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a catheter separation occurred. A 2.4mm jetstream xc catheter was selected for use in an atherectomy procedure in the left leg. The jetstream was ran a first time and removed from the sheath with no damage noted. The device ran a second time; however when the device was removed out of the left superficial femoral artery, it was noted that the part where the metal tip of the jetstream meets the plastic catheter part separated slightly. This resulted in the rota lubricant coming out at the separated area instead of the distal tip. The device was removed out of patient in one piece. The issue occurred either right before or after running the device with the blades up feature. No error message occurred. The procedure was completed with a balloon in the superficial femoral artery(sfa). No patient complications were reported.